Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin was squirted when priming. The customer¿s blood glucose was unknown. Customer also stated that battery life was diminished and they had to change the battery more than once per week also insulin pump was rejected the new batteries. Customer stated that screen had rainbow effect and insulin pump was louder during the rewind. The device will not be returned for analysis.